Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l3-l4 due to spinal stenosis . Intra-op, the cage broke. No fragments of the implant remained in the patient. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis result: visual functional visual review of the implant confirmed the ¿ears¿ of the -03 top component are broken off and not returned for analysis. Visual, optical and microscopic examination of the elevate implant did not identify witness marks or deformation that would contribute to the broken ears. It appears the damages to the implant is consistent with partial opening of implant prior to insertion and/or insufficient disc space preparation/distraction, resulting in subsequent implant fracture due to brittle overload during attempted implantation. If information is provided in the future, a supplemental report will be issued.